Event description:
The customer's family member called to rpeort that the patient passed away. The family member was uncertain if the patient was wearing the pump at the time of death and family member stated that patient was also alone. The family member stated that the patient was told that patient had been ill and was bleeding from the nose. The family member stated that an autopsy has been requested. The doctor's office was unaware that the customer passed away. A few weeks later, the customer's family member called and left a message stating the autopsy determined the cause of death was dka and it is unknown whether or not the patient was wearing the pump.